Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia, with a highest fingerstick value of 487 mg/dl and prolonged time above range, after performing a supply change on an infusion set (23 in tubing, 6 mm cannula, contact detach) and later discovering the needle guard from a prior change had not been removed, which likely impeded insulin delivery; the ilet issued a high glucose alert and the user confirmed insulin flow through tubing before reconnecting to a new site. Symptoms included no reported physical complaints and no ketones. Outcomes included self-management without outside assistance, backup insulin administration of 8 units, and improvement of glucose to 243 mg/dl after follow-up, with no hospitalization. Investigation included customer care troubleshooting and user verification of insulin flow with a fill-tubing step, as well as triage consultation advising continued monitoring and to call back if levels did not decrease. Investigation of this case revealed a probable user setup error related to the infusion set needle guard remaining in place, resulting in inadequate insulin delivery prior to correction; device alerts functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error with hyperglycemia due to interrupted insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.